Event description:
Complainant alleged that while attempting to pace a pt (age & gender unk) the device was unable to capture the pt's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.